Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a cryo ablation procedure, phrenic nerve injury with symptoms was observed. The outcome of the case is unknown. It was also noted that the patient's phrenic nerve injury was not recovered at discharge. The patient is a participant in a clinical study. No further patient complications have been reported as a result of this event.